Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). Report source: foreign - (B)(6). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. S.t. Goudie, et al., outcomes following osteosynthesis of periprosthetic hip fractures around cemented tapered polished stems, injury (2017), http://dx.doi.org/10.1016/j.injury.2017.07.017.

Event description:
Information was received based on review of a journal article titled, "outcomes following osteosynthesis of periprosthetic hip fractures around cemented tapered polished stems." It was reported that 3 cases of infections without any other complications were reported and the patients remained on long term suppressive antibiotics.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual inspection was not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history search could not be completed with the information provided. A definitive root cause could not be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.